Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparotomy. According to the reporter: dehiscence occurred as a result of using naxon suture. A re-operation was necessary. The incident occurred four days post-op.